Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer intermittently received inaccurate fill estimates after loading multiple cartridges with insulin. Reportedly, the cartridges were filled with 300 units of insulin. Then, after delivering 10 units of insulin, the fill estimate updates to a lower number than expected. Reportedly, the customer fills the "whole syringe" with insulin. As the events had occurred in the past, tandem technical support was unable to perform troubleshooting to determine a cause of the inaccurate fill estimates. There was no impact to the customer's blood glucose level.